Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to infection at the pocket site. The physician suspects the infection may have spread up the leads as the patient appears septic. The physician administered antibiotics through a pic line and reported the infection was related to the procedure.